Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was received for evaluation. The product sample consisted of one pc palindrome 23/40 kit w/slot. A visual inspection was performed and a hole was found on the joint of the catheter below the hub, between the hub and the anti-microbial sleeve. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. The device was in use for 2 years and 4 months. The device was more likely damaged during use. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The most probable root cause can be due to improper use of cleaning agents. The lot involved was manufactured on 03/18/11, before the implementation of actions related to a corrective and preventative action. It was determined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y-junction. The catheter was placed on (B)(6) 2013 and removed on (B)(6) 2015 due to the leak. The dwell time of the catheter was 2 years with 4 months. There was no patient injury or medical intervention.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.